Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/1/2024, a patient called requesting the material composition for an (B)(6) peek pushlock and an ar-3636 knotless fibertak. Patient also wanted to know where it was manufactured and the absorbability rate, if the implants are absorbable. No allegation of product deficiency or adverse event was reported within this inquiry. Additional information was provided on 04/26/2024, where the patient stated that during his labral repair, the ankle inserter broke. The patient was not aware until 2 weeks post-op. The broken fragment remains in the patient and is poking the joint space causing damage. A revision procedure will be taking place.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the xray imaging displayed the tip of an ar-3636 fibertak had broken off and remained in the patient. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use.